Manufacturer narrative:
Investigation: visual inspection: scratches on the outer housing of the valves were observed through the visual inspection. No significant deformations or damages were detected. Its was additionally noted that the progav 2.0 was attached to the catheter via foreign ligature. Permeability test: a permeability test has indicated that the shunt assistant has a blockage and the progav 2.0 valve is permeable. Adjustment test: the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The progav 2.0 valve operates within the accepted tolerance. Because the shunt assistant is not permeable, it was not possible to perform the computer controlled test on it. Results: finally, we have dismantled the valves. The progav 2.0 had no visible deposits and the shunt assistant had only minimal build up on its output spout. However, it should be noted, that even a small amount of nonvisible blood or protein can lead to temporary blockage and could be responsible for the suspected malfunction in the past. Based on our investigation, we are unable to substantiate the claim of under-drainage. However, our results have indicated that the shunt assistant is occluded. Despite the lack of visible deposits on the inside of the valves, it is possible that nonvisible blood or protein could have led to the malfunction in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. Section a - patient height: 160 cm.

Event description:
It was reported that the progav hydrocephalus valve did not drain sufficiently. The patient originally underwent implantation on (B)(6) 2019. Sometime later, it was noted that the valve was under-draining. Therefore, on (B)(6) 2019, the device was explanted. Additional information such as patient outcome and medical history have been requested.